Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the suture and was caught inside the capio device. The procedure was completed with another pinnacle anterior pfr kit, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the suture and was caught inside the capio device. The procedure was completed with another pinnacle anterior pfr kit, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Info supplied in section f was completed by the MFR based on info obtained from the complainant. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).